Event description:
It was reported that during an unknown procedure, the release button couldn't work resulting in device not being able to cut and fire. Patient was in stable condition immediately following event.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged shrouds. Additional information was requested and the following was obtained: basically it was a laparoscopic surgery, the stapler couldn¿t fire and when the surgeon tried to take out the stapler it was stuck on the lung tissue. They nearly opt to covert to open surgery but luckily in the end they manage to open the stapler and took it out. So they open up a new stapler and hope we can replace them a new one. The analysis results found that the device was received with the firing mechanism damaged and the handle shrouds slightly separated. A tr45w cartridge was loaded on the device. The reload was received unfired. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.